Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2021. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 8 mg/ml at 2.94 mg/day, fentanyl 750 mcg/ml at 276 mcg/day via an implanted pump for unknown indications for use. It was asked but unknown when the event/difficulty occurred. The patient reported that for approximately one year she had been experiencing intermittent withdrawal symptoms approximately every six weeks. It was noted when these episodes happen, she had increased pain with feelings of anxiety, restlessness, and shakiness. When this occurred, she gives herself multiple self-administered boluses, and states that after administering a to five times, the symptoms would spontaneously resolve. No known falls, entry, or other precipitating factors. It was reported the patient was first taken to the operating room (or) today and placed in a prone position. The physician first started by performing a catheter access study with positive return of cerebrospinal fluid (csf). After clearing the catheter, he then pushed contrast dye through the port under fluoroscopic guidance, which demonstrated appropriate spread of dye at the catheter tip. The physician then proceeded to open the existing pump pocket and dissecting down to the proximal segment and pump. He dissected out the pump and catheter to ensure that there was no kink. Although the physician did not notice any obvious kink, he believed this may still have been a contributing factor as the pump was refilled while out of the pocket and the expected residual volume was 7.4 ml with actual residual volume of 13 ml. The physician was not aware of any other volume discrepancies. After refilling the pump, the physician placed the pump back in the existing pump pocket, incisions were then irrigated and closed. At the end of the procedure, a priming bolus was programmed at 80% of the catheter/port volume per physician request. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history was asked but unknown.